Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, magnet placement resulted in doo pacing at 87 ppm. After magnet removal, the device could not be pro- grammed. Subsequently, the device was replaced.